Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device kit had keypad lift. There was no patient involvement.

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198), c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,b,c,d codes and manufacturer narrative. Please note that the customer only returned the parts syringe module front case keypad kits [17] and not the actual syringe modules.

Event description:
It was reported that the device kit had keypad lift. There was no patient involvement.